Event description:
It was reported that surgeon was doing a right primary pressfit triathlon cs. Knee was lax with 13mm. Could not insert 16mm poly trial because it was too tight. Doctor switched to a ps knee. He was unhappy and stated that 3mm is to great an increase between increments.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding tibial trial sizes involving a triathlon trial was reported. The event was confirmed. Method & results: -device evaluation and results: not performed, customer did not return any devices. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: could not be performed as no lot ID was provided for review. -complaint history review: could not be performed as no lot ID was provided for review. Conclusions: the investigation concluded that there are no sizes available between 13mm and 16mm triathlon tibial trials however there was no allegation of failure for the sizes that are available. The triathlon knee system surgical protocol provides detail on resection of the tibia.

Event description:
It was reported that surgeon was doing a right primary pressfit triathlon cs. Knee was lax with 13mm. Could not insert 16mm poly trial because it was too tight. Doctor switched to a ps knee. He was unhappy and stated that 3mm is to great an increase between increments.